Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead experienced a syncopal episode. It was reported the patient is pacer dependent and noise was noted on a stored electrogram (egm). Additionally, high out range pacing impedances were observed along with loss of capture. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.